Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that patient's right hip was revised due to surgeon's concern over elevated chromium levels (levels not reported), and radiographic evidence of shell loosening. Intraoperatively, corrosion in the head and on the trunnion were reported. Primary implant was reported as being greater than 10 years prior to (B)(6) 2018. Patient was revised to restoration modular components.